Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank screen. The customer¿s blood glucose was 225 mg/dl at the time of incident. The customer also report the main arm cannot communicate with the motor arm and hal software error detected alarm. The customer was able to clear the alarm and able to rewind the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display or display anomaly noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected hal software error detected error or the main arm cannot communicate with the motor arm noted during testing however, the downloaded history files confirmed hal software error detected error and the main arm cannot communicate with the motor arm alarm due to a software error.